Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Recordings transmitted to home monitoring show intermittent oversensing on the rv channel. The additional deflections appear to closely align with the t-wave. Full lead evaluation in office with postural testing and isometrics was recommended to rule out a lead integrity concern. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.